Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 192 mg/dl (strip lot 476248) and 56 mg/dl (strip lot 476061). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.